Manufacturer narrative:
Device evaluated by MFR.: a watchman trusteer access system with the dilator outside the sheath, and the product pouch folded unsealed. The device was visually and microscopically examined. Visual inspection revealed the reported event as a hair was attached to the product pouch. Product and media analysis confirmed the reported event. As there is no objective evidence of the hair being present while the pouch is sealed the manufacturing process cannot be confirmed to be the source of contamination.

Event description:
It was reported that contamination occurred. During opening of the packaging of the watchman trusteer access system (was), a hair was discovered inside the sterile packaging. The access system was set aside, and a new was was opened. Nobody in the sterile environment touched the hair and it never came into contact with the patient. There were no patient complications.

Event description:
It was reported that contamination occurred. During opening of the packaging of the watchman trusteer access system (was), a hair was discovered inside the sterile packaging. The access system was set aside, and a new was was opened. Nobody in the sterile environment touched the hair and it never came into contact with the patient. There were no patient complications.